Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient was admitted to the ICU in unstable condition. The patient coded and external defib may have been used. It is unknown if the device delivered therapy. The patient expired. When the device was interrogated in the morgue, it was found to be in backup vvi (bvvi) mode.